Event description:
Clinical study: it was reported that 1130 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). Five days prior to the index procedure, the pt was admitted due to shortness of breath, chest pain, and epigastria pain off and on for three weeks. The procedure treated a 3.0x8mm, 70% stenosed, mildly calcified and tortuous lesion in the 1st obtuse marginal branch (om1) with predilation and placement of a taxus express2 3.0x12mm drug eluting stent. The target lesion was bifurcated with the proximal left circumflex (prox lcx). Following post dilatation with kissing balloon angioplasty, residual stenosis was 0%. Post operatively, the pt continued to have abdominal pain and she was evaluated by gi (gastrointestinal) specialist. Results of a biopsy and clo test results were pending at the time of discharge. The pt was discharged 2 days later on aspirin and clopidogrel. At 1120 days post index procedure, the pt had a re-intervention with location unk. Further info regarding this event has been requested.

Manufacturer narrative:
The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.